Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20/30 indeflator was intended to expand the posterior balloon which was in the unspecified stent implanted in the proximal left anterior descending (lad) coronary artery. It was found that the pressure indicator disc of the indeflator was cracked and the needle was not functioning correctly during inflation of a non-compliant balloon. The physician used another indeflator and finished the procedure successfully. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported break and the reported crack were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or the syringe cavity was over filled with contrast thus during inflation resulted in the reported gauge break and the reported crack/noted faceplate break. There is no indication of a product quality issue with respect to manufacture, design or labeling.